Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported unstable/loose stent was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the previously implanted unknown xience stent resulting in the reported failure to advance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. As the reported unstable stent was unable to be confirmed, the investigation determined a conclusive cause for the reported issue cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat stenosis in the circumflex artery. A 2.5x12mm xience alpine stent delivery system (sds) could not cross through a previously implanted (2015) unknown xience stent. The 2.5x12mm xience alpine stent became loose. The sds was removed without issues. The procedure was successfully completed with a new 2.5x12mm xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.